Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial lead displayed high, out of range pace impedance measurements, high thresholds and undersensing. A lead revision procedure was performed where the lead was surgically abandoned. There were no adverse patient effects reported.